Event description:
It was reported that there were concerns that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals on the right ventricular (rv) lead channel after a signal artifact monitor (sam) episode. There were also concerns about this device's longevity. Technical services (ts) reviewed the reports and stated a potential cause for the longevity change. Ts also provided troubleshooting actions regarding the noisy signals on the rv lead channel. It was stated that the rv lead was already evaluated. It was determined that the baseline noise was due to the patient's left ventricular assist device. However, the source of the noise from the sam episode is unknown. The hcps have decided to continue to monitor. The device remains in use. No adverse patient effects were reported. Additional information received indicates that ts performed a data analysis and confirmed the device was depleting normally due to changes in pacing thresholds and high atrial rates. The device remains in use. No adverse patient effects were reported.